Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of blood and tissue were observed entwined around the base of the jaws. The heater wire was observed to be slightly flexed away from the heater jaw, but remained attached to the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test, it was activated when the power was switched on, and the toggle switch was activated. Visible steam was noticed. Based on the return condition of the device and the evaluation, the reported failure mode for "failure to deliver energy" was not confirmed, and confirmed for the analyzed failure mode "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.